Event description:
General report received of unspecified number of undocumented incidents of concurrent flow. The primary tubing sets were being used to deliver unspecified solutions. The secondary tubing sets were being used for piggyback deliveries of unspecified medications in glass solution containers and were connected to the primary tubing sets. The customer contact reported the secondary solution containers were raised higher than the primary solution containers. After unspecified lengths of time in use, the nurses noted that the secondary solutions were taking longer to infuse than programmed. It was reported the nurses noted that the primary solutions and secondary solutions were delivering concurrently. At this time, the nurses noted that the primary solutions and secondary solutions were delivering concurrently. Reportedly, the nurses clamped the primary tubing sets and the secondary solution infused. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the devices were discarded.